Manufacturer narrative:
Service was not sent to the site. The customer removed the loose pads from the hopper. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that there were pads falling off the strips into the strip provider module (spm) on the ichem velocity. There were four strips found in the spm hopper. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.